Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nearly choke on the bit of the brush [choking sensation]; bottom bit of the brush fell off, breaking up, broken heads - oral-b brush head [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 17-feb-2017 that the oral-b dual action brushheads kept breaking up after just a few uses with an oral-b rechargeable toothbrush, version unknown. He/she stated there are two heads, and the bottom bit of the brush fell off and could not be put back. He/she reported this happened four times, and twice he/she nearly choked on the bit of the brush on the head that fell off. The case outcome was recovered. No further information was provided. On 17-feb-2017 consumer follow-up via e-mail: the consumer reported he/she was not harmed in any way. He/she reported he/she scratched the oral-b logo on the brush head that had the bottom part of the brush fall off, and nothing happened. The logo was stuck in, and no scratch shown. On 18-feb-2017 consumer follow-up via e-mail: the consumer reported he/she would keep the broken brush head this time to send to the company, but he/she had thrown away the other three that had the same issue.